Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was unable to adjust their stimulation. It was stated that the patient had a power on reset condition. It was noted that a manufacturer representative interrogated the patient's implantable neurostimulator (ins) and cleared the error message. It was stated that the patient now feels stimulation and is "doing fine." If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).